Event description:
Pump declared a cartridge change error. Customer¿s blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Customer was guided by technical support to remove the cartridge, inspect and clean specific parts of the pump, and reattach the cartridge. Customer successfully completed the loading process and resumed insulin delivery.